Manufacturer narrative:
On 3/3/97, the facility nurse provided the device catalog/lot numbers. In addition, she reported that the patient has completed her last chemotherapy treatment and the device will eventually be explanted; however, a date has not yet been set. The facility nurse further stated that the device will not be removed until the patient's count goes back up and there is no way of predicting exactly when this will occur. Since the device will not be returned to the MFR for analysis at this time, co's investigation of this event was limited to a trend analysis and review of the device history record for this catalog/lot number. A trend analysis was performed on this catalog/lot number and no mfg variances on this catalog/lot number and no mfg variances have been identified in relation to this event. Based on the available info and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. The results of the MFR investigation are inconclusive. The facility nurse was informed that upon explant, should the facility wish to have the device analyzed, then the MFR investigation will be reopened at that time. No further details are available. The MFR is now closing its file on this event.

Event description:
Device was implanted in 11/96 for infusion of chemotherapy. On 1/28/97, a facility nurse contacted MFR and reported that device will not give a blood return in either device lumen. Facility nurse has instilled abokinase in device at least ten times. Facility nurse reported that they had gotten a blood return one time on 12/10/96 and have been unable to obtain a blood return since then. They are able, however, to infuse with the device.